Event description:
It was reported that the patient called to conduct troubleshooting. Representative did water test and collected almost 800 ccs of water. 1000 ccs water collected with wick. Unit and wicks passed. Patient only experienced issue for two nights, advised to pinch bottom of wicks. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use and labeling were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called to conduct troubleshooting. Representative did water test and collected almost 800 ccs of water. 1000 ccs water collected with wick. Unit and wicks passed. Patient only experienced issue for two nights, advised to pinch bottom of wicks. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.